Event description:
It was reported that the catheter basket became entangled in a stent within pt's arm during declot procedure. Sheath was retracted and ptd catheter & stent were removed through original insertion site. A second ptd was used to finish procedure. No surgical intervention was required. There were no pt complications reported.

Manufacturer narrative:
The ifus state "warning: the otw ptd device is not for use in stents." Follow-up report will be filed when evaluation is complete.